Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter was giving him inaccurate erratic readings. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that he tests at least four times a day and that his normal readings are usually below "200mg/dl." On (B)(6) 2012 at 11:00pm, the patient reported blood glucose results of "225 and 95mg/dl" with a lifescan meter, performed more than 20 minutes of each other. The patient stated that he manages his diabetes with insulin, novolog and lantus, both on a sliding scale and denied making any changes to his usual diabetes management routine in response to the reported issue. Approximately ten to fifteen minutes after the alleged issue occurred, the patient claimed to have developed symptoms of an "upset stomach, blurry vision, and lightheadedness", symptoms that the patient "associates with low blood sugar readings." Shortly after, the patient self treated with "glucose tablets and orange juice" and "felt better afterwards." At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis (pa) with the following findings: the meter involved with this complaint were tested on (B)(4) 2012 and the primary complaint was not confirmed. The test strips have also been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up (5/17/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.